Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452495m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, pericardial effusion was found by echocardiography, and drainage was performed. Thereafter, the patient was transferred to the hospital ward. Additional information received indicates the outcome of the adverse event was reported as improved. There was no report of extended hospitalization being required. There was no evidence of steam pop. It was not reported that there was any error message observed. Ablation settings and parameters were unknown.